Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: in (B)(6) 2008, patient underwent a cervical spinal fusion surgery at c4-c5 in which rhbmp-2/acs was implanted in the patient. Reportedly, patient has an increased fear of cancer. Post-operatively, patient began to experienced constant pain. Patient experiences intense neck pain that radiates into her arms, shoulder pain, upper back pain, hip pain, and low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.